Manufacturer narrative:
The device's manufacturer and expiration dates were added in their respective fields. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Additionally, the manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use with this pressure monitoring set, systolic arterial pressure was over 300mmhg, after being successfully zeroed and working correctly during approximately 1-1.5 hours. As troubleshooting, zeroing was attempted again; however, it could not be performed despite opening the set to atmospheric pressure. The set could be flushed without problems but the issue persisted. No visual damage or breaks in the tubing was observed. There was no allegation of patient injury. Patient demographics not available. Follow up has started for device return.

Manufacturer narrative:
The following information was provided. The patient did not receive any treatment based on the values provided. Hospital address provided and updated in e1. Customer could not locate the set on site; therefore, the device involved in this event was not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned.